Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2013 and suture was used. The needle broke when suturing the laparoscopic port. Part of the needle was left inside of the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a second operation and the needle was found and removed. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.